Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the ipg pocket gets warm while charging and unable to run some of the programs. The patient's ipg was replaced with a non-rechargeable device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.